Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging she was not able to change the calcode on her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2011. As part of her diabetes regimen, the patient stated she takes insulin. The patient denied taking any action regarding her diabetes regimen at the time the alleged issue began. The patient reportedly became shaky and dizzy 3 hours after the alleged issue began. In response to her symptoms, the patient stated she self treated with food and/or drink at noon time. The patient denied testing on any other blood glucose device at the time the alleged issue. At the time of troubleshooting, the cca was able to walk the patient through changing the code on the subject meter. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.